Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the device analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during a ligation procedure performed on (B)(6) 2022. During the procedure, the band could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: medical device problem code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 (ligator head only) was analyzed, and a visual evaluation noted that the returned ligator housing had seven bands attached, some of them moved. The suture thread was returned and attached to the ligator housing. The pull wire was returned broken, possibly during device removal. The device was observed under magnification, and the ligator head teeth were bent/damaged. The suture hole was in good condition. The bands were also found cracked/damaged. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that some ligator head teeth were bent/damaged, some bands were moved and cracked/damaged. These suggest that the device could not deploy. These conditions could have been generated due to excess of force, manipulation, the technique used, or the patient's anatomical conditions. Since only the ligator housing was returned, it was not possible to carry out a more thorough investigation. The most probable root cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during a ligation procedure performed on (B)(6) 2022. During the procedure, the band could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.